Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient reported of lens power change. The lens were explanted. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following initial report submission indicated that the lens was opened and not used. No adverse event/ malfunction was reported with the iol (intraocular lens). This event does not meet criteria for reporting as a complaint as per regulations. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating that the lens was opened but not used.